Event description:
Tip of 8 french re-s-standard ssem catheter was torn off on the inside of a renal stent as the tip of the catheter was being manipulated around the stent. A tiny portion of this catheter is now embedded within the stent in the aorta between the right and left renal artery. The pt was informed catheter tip broke off within stent and advised of the possible complications and would be monitored by the physician periodically to assure the tip remains within the stent.